Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance over the past few years and had been steadily high out of range greater than 200 ohms for over a year. It was noted that no shocks were delivered over the past year, and reprogramming was not an option as all vectors were high greater than 200 ohms. There pacing and sensing channel was appropriate. The plan was to continue to monitor, and technical services recommended a lead replacement. The lead remains in-service. No adverse patient effects were reported.